Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with varying pacing impedance, increased sensing integrity counter (sic), and t-wave oversensing (twos). No programming changes have been completed at this time and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.